Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) device due to issues deflating the ipp, the patient was dissatisfied. The physician had no problems when deflating the ipp but did notice a curvature on the device. The patient is expected to fully recover following the procedure.